Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached alarm. The product fault occurred before infusion. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One used device was returned for evaluation. Visual and functional testing was performed. Functional testing confirmed the customer's reported problem. The root cause is a bad downstream occlusion (dso) sensor. The dso sensor was replaced to correct problem.